Event description:
It was reported that when using the bd pyxis¿ es server the etl (extract, transform, load) process delayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the etl process delayed and the report data shown as not current. A technical support specialist (tss) dialed into the med es app server and opened sql server management studio (ssms). The tss then verified the size of each table individually and identified that the dbo.sysssislog table was significantly bloated. To address this, a query was executed to shrink the database, referring the knowledge article "dbo.sysssislog table bloated - dsserverreports database growing large" and helping to optimize performance and the etl started running. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the etl (extract, transform, load) process delayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.